Event description:
It was reported to technical services on 8/31/11 that this ra lead has episodes of undersensing. The episodes are showing undersensing of atrial activity as seeing blips on the atrial egm that marches out with previous atrial activity and then get a sense with no atrial event so callls it pvc and this happen 4 times in a row which leads to storage of nsvt episode. P-waves today measure 1.1 mv and atrial sensitivity is set to 0. 75mv. Ts discuss that likely the low paves may have variability and leading to some atrial undersensing such that the r-waves that come thru are being labeled pvc's and lead to nsvt episodes. Suggest adjusting sensitivity in the atrium to allow sensing the lower p-waves. Caller will adjust sensitivity. They are working with (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).